Manufacturer narrative:
(B)(4). A batch review will be performed. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one intravenous therapy container was observed with a leak between the injection site and the clamp. The customer reported that they did observe a hole in the container. This was observed prior to patient use or connection. No additional information is available.